Event description:
Approximately three months post-implant md noted on x-ray two broken screws. A second surgery was performed to replace the system. All screw fragments were retrieved. There was no injury to the patient.